Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to strain/wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the upper trigger/slider was blocked and jammed on the compact air drive device. It was further noted that the lock pin stuck was stuck and there was a hole in housing. It was also noted that forward/reverse function, the rotations per minute and excessive noise assessments failed. It was noted in the service order that the reverse gear was stuck and the upper trigger was jammed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.